Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue, sureform 60 reload involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Fa found the reload had the knife exposed within the knife track. The reload was found to have a firing failure. Log review showed that this reload was fired partially on (B)(6) 2020. Fa also observed the knife of the reload was found with an indentation to the blade edge. The known common cause of the failure(s) is/are mishandling/misuse. This reload was an incidental return included with another alleged event of stapler misfire across stomach issue with a blue, sureform 60 reload. A review of logs confirm the use of six (6) blue, sureform 60 reloads during the procedure. The system logs do not capture the lot number(s). A review of the system logs for the sureform 60 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: isi has reviewed the site¿s system logs with a procedure date of(B)(6) 2020. Logs indicate that the sureform 60 stapler instrument (part # 480460-09, lot# l90200402-0246) fired two reloads (one green followed by one blue). Green firing was completed. Blue firing resulted in ¿tissue too thick to continue¿ firing failure. Firing failed at 85% completion and it appears there were around three (3) to four (4) pauses for compression. There were no incomplete clamps by this instrument. Isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: the stapler is positioned and clamped onto tissue without issue. After clamping and before firing, the bougie inside of the stomach is moved. When the stapler is fired, it pauses for compression on a number of occasions. The specimen side tissue (to be later removed) is pushed forward as the fire proceeds distally, and some minor bleeding is observed from the distal end of the fire and the specimen side of the staple line. Some movement of the patient-side tissue can be seen moving during the fire, but not nearly to the extent that the specimen side does. With 18mm remaining before the fire is complete, the fire is halted and the system displays a tissue too thick to continue message. A ¿blade may be exposed¿ message is displayed prior to opening the stapler jaws, and the stapler is removed. A tear in tissue near the distal end of the staple line is observed. Graspers are used to remove loose/unformed staples surrounding the staple line. Later, a second blue reload is installed and the stapler is reintroduced. The stapler attempts to clamp on the stomach to extend the staple line, but the system displays a ¿tissue too thick¿ error and the stapler is unable to clamp. The stapler is repositioned and clamps successfully but removed from tissue and repositioned onto specimen tissue before clamping and firing successfully. The stapler is again clamped on stomach with another blue reload and fired without issue, repositioning of the bougie inside the stomach can be observed after clamping but before firing. One more clamp (but not a fire) can be seen at the end of the video. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the surgeon tried to fire on stomach tissue with the sureform 60 stapler instrument; however, there was an alleged misfire. The surgeon stated that staples did not form, which resulted in a hole in the stomach. The procedure was completed with a back-up stapler instrument. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgeon tried to fire on stomach tissue with the sureform 60 stapler instrument; however, there was an alleged misfire. The surgeon stated that staples did not form, which resulted in a hole in the stomach. The procedure was completed with a back-up stapler instrument. On (B)(6) 2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following information: the csa was not present during the surgical procedure; however, the surgeon called and informed them of the incident. The csa reported the patient was a hispanic female, in her 40's, with a body mass index (bmi) of 40, with no history of previous surgical procedures. During the second fire with the sureform60 stapler instrument with a blue sureform 60 reload installed, the surgeon fired on stomach tissue. However, there were multiple pauses for compression, and then the system generated a tissue too thick to continue message. When the surgeon unclamped the stapler, there was a "hole" in the staple line's proximal end. As a result, the surgeon switched to a back-up sureform 60 stapler instrument from a different lot, completed the staple line, and placed sutures to repair the hole. The csa confirmed that there was no additional stomach tissue transected. The following were also confirmed: there was no buttress material used, there were no impediments; there was no tissue tension or bunching, and the tissue was not exposed to radiation. Additionally, the csa reported the surgeon placed a drain as a precaution to detect leaks. The drain was secondary to the alleged stapling issue.